Event description:
Information received from the (B)(6). Treatment of an unruptured midline basilar ica (internal carotid artery) sidewall fusiform aneurysm measuring 40mm x 25mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 involving three pipelines. The patient experienced memory loss and had a basilar artery thrombosis in the pipeline strut that occurred twice and was treated twice endovascularly. The patient's memory loss was unchanged on (B)(6) 2012. It was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).